Event description:
The end user reports intermittent peristomal redness under of the mass for the past 15 years. He presented to the dermatologist who prescribed topicort spray to the peristomal skin. He advised symptoms have resolved and his skin is clear and intact presently. End user was instructed on use of adhesive remover, using a soap with no oils; creams or moisturizers; powder; and barrier wipe. No further patient complications were reported.

Manufacturer narrative:
The product associated with batch (B)(4). Was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. On december 30, 2015 it was noted that previous nc is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted reported to the FDA on january 12, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Manufacturer report number: 1049092-2015-00289. Height: (B)(6).

Manufacturer narrative:
Corrected data: investigation results were omitted from MDR MFR # 1049092-2015-00289 submitted on january 12, 2016. Investigation results were received on december 30, 2015 and are as follows: the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).